Event description:
It was reported that during testing of the device(s) with a simulator, the displayed cardiac output (co) value was 3.1 l/min. At that time, software version of the ev1000 databox was v1.5; therefore, the upper limit of co was 3.0l/min. It is unknown if an error message was displayed and no patient injury was reported. Of note, the exact incident date unknown; defaulting to aware date. There are no other details at this time.

Manufacturer narrative:
Additional manufacturer narrative: a device evaluation is anticipated but has not been completed at this time. Once the evaluation is complete, a supplemental report will be submitted with the results.

Manufacturer narrative:
Evaluation summary: performance testing was completed per edwards lifesciences' procedure without issue. No physical damage was found during the visual inspection. Device manufacturing records reviewed; no non-conformances. Additional manufacturer narrative: there were no issues identified with the subject device. The device can reasonably be exempted as a possible contributor to the customer¿s complaint. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as there was no evidence of any failure of the device to function appropriately.